Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 06-apr-2024, the patient reported one infusion set cannula was bent and the symptoms patient faces the infusion within 3 or more hours after insertion. The duration of infusion set is 24 hours. The site of insertion is upper buttocks. And patients also faces small ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.